Manufacturer narrative:
PMA/510k #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy (urs) to extract stones in the ureter, the arms of the basket of the ncircle tipless stone extractor were twisted and it was not possible to use it anymore. A new same device type was used to finish the surgery successfully. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications. One ncircle tipless stone extractor was returned for investigation. The returned packaging confirmed the device lot number is 8931399. The device was returned with the handle in the closed position. The basket formation was in the closed position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing [pett] measures 2.5 cm in length. A visual examination noted kinks in basket sheath located 1.5 cm from distal tip and 106 cm from distal tip. The support sheath and basket sheath were found to be secured. The support sheath is bowed in appearance. Functional testing determined the handle does not actuate the basket formation. The handle was disassembled. The basket formation cannot be manually actuated. The device was bent during investigation by the investigator when trying to actuate the basket formation. The basket formation could not be removed from the basket sheath due to the kinked basket sheath. This issue prevented the basket formation from being evaluated. A review of the device history record found there were no non-conformances related to this reported failure. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8931399. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was found to be kinked in multiple locations, preventing the basket from functioning. The basket subassembly could not be removed from the sheath, preventing an inspection of the basket. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The investigation conclusion is cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
There has been no new information received since the last report was submitted.